Manufacturer narrative:
The mentioned system was shipped to (B)(4) (motion concepts distributor) on 08-may-2017 & was then sold to (B)(6) on (B)(6) 2017. The dealer stated that the incident is not because of any system malfunction. However, an injury has been involved in this incident so, we consider it as reportable event.

Event description:
On 21-feb-2020, motion concepts was notified by (B)(4) (motion concepts importer) that one of their dealers (b)(4 was notified of an incident that took place on (B)(6) 2020. The dealer reported that the system was struck by a public transport while trying to cross the road. Unfortunately, the system was tipped over on its back and the user was knocked out of the system and as per dealer he has unspecified fracture of lumbar vertebra. As of now the user is hospitalized and the dealer stated that the incident is not because of any system malfunction.